Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed, leaking was noted from line on flushing. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Line inserted (B)(6) 2020. Sited right basilic vein, mark at skin 19cm, 10cm skin to hub, total 29cm. 4fr securacath device in situ. There was no reported patient injury.

Event description:
It was reported that the patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed, leaking was noted from line on flushing. Decision made to remove the line 17/8/20. Removal uncomplicated. Line inserted 3/1/20. Sited right basilic vein, mark at skin 19cm, 10cm skin to hub, total 29cm. 4fr securacath device in situ. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and the markings were worn. An injection cap was attached to the luer adapter. A permanent kink impression was observed near the 1cm depth marking. A circumferentially aligned split was observed within the kinked region. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the split site. Microscopic inspection of the split revealed a granular fracture surface. Material wear and discoloration were observed in the vicinity of the split. The split characteristics were consistent with material failure due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement may have contributed. A lot history review (lhr) of redt0789 showed no other similar product complaint(s) from this lot number.